Event description:
Related to 870250 the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 resulted in poor visibility during the case. Adjustments made to cannula insufflator with no change of visibility. Device was unable to use. Increased the length of time for that portion of the procedure. No patient harm reported.

Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 3000290797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device discarded.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 870250. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 resulted in poor visibility during the case. Adjustments made to insufflator with no change of visibility. Device was unable to use. Increased the length of time for that portion of the procedure. No patient harm reported.